Event description:
The initial reporter received questionable ise indirect gen.2 cl and k results for one patient tested on a cobas 8000 cobas ise module. The patient's initial results were not reported outside the laboratory. The customer performed repeat testing with the sample due to the initial results were not the values expected. The patient's initial results were cl 65 mmol/l and k 5.9 mmol/l. The patient's repeat results were cl 104 mmol/l and k 4.1 mmol/l. The customer determined the repeat results were correct and the results were reported outside the laboratory. The cl and k electrode lot numbers and expiration dates were requested but not provided.

Manufacturer narrative:
The customer performed a visual inspection of the sample and no abnormalities were found. The field service engineer replaced the dilution bath and the vacuum nozzle. He performed an ise prime, ise checks, and precision testing. He confirmed the precision results were acceptable. The customer performed calibration and qc with results in the expected ranges. The investigation is ongoing.

Manufacturer narrative:
The investigation reviewed the customer's calibration results and the results were within the acceptable range. The field service engineer (fse) found the mixing vessel was extremely dirty and cleaned it. After service, no further issues were reported by the customer. The investigation determined the service actions (cleaning the mixing vessel) resolved the issue.